Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.

Event description:
It was reported post implant that the physician believed that there was an issue with the grommet/setscrew with the ra (right atrial) connector of the device for the connection of the ra lead. It was noted that noise was shown on the ra channel of the device. The lead remains in use and the device was explanted and replaced. No patient complications have been reported as a result of this event.